Manufacturer narrative:
All information was investigated, and the returned device analysis confirmed the reported physical resistance/sticking associated with lock line removal. It was identified a knot on the lock line (material deformation). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the difficulty removing the lock line appears to be the result of the observed knot (material deformation); however, a cause for how the knot formed could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one triclip was implanted successfully on anterior septal leaflet. An attempt was made to deploy second leaflet on posterior septal leaflets. Resistance was felt while removing lock line. Troubleshooting was performed and was unsuccessful. Resistance was felt at the tip of the clip. Decision was made to deploy the clip. An attempt was made to retract clip delivery system from anatomy. Exposed lock line was cut and was removed without resistance. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects.